Manufacturer narrative:
Bd bactec¿ plus aerobic/f and plus anaerobic/f media are used in a qualitative procedure for the aerobic and anaerobic culture and recovery of microorganisms (bacteria and yeast) from blood. The principal use of these media is with the bd bactec fluorescent series instruments. Bd quality investigated this complaint and was unable to confirm the presence of contamination from viable microorganisms. Satisfactory results were obtained from retention samples when visually inspected. Several additional tests for viable contamination were also performed yielding satisfactory results. A voltage output test was completed to verify the performance of the sensor in the media. Retention samples were sub cultured on tsa, chocolate, sabouraud and schaedler agars plates for 24hrs. To 48hrs. Satisfactory results (no growth observed) were obtained from the incubated plates. Blood background was performed with satisfactory results. Gram stain was performed to retention samples and no microorganisms were found. Batch history record review did not identify any anomalies in the manufacturing process. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert, all bactec media could contain a small number of non-viable organisms derived from media constituents, staining reagent, immersion oil, glass slides, and specimens used for inoculation. Bd quality will continue to monitor for trends. The device was not returned to the manufacturer.

Event description:
A patient's antibiotic regimen was altered due to detection of proteus when using the bd bactec plus aerobic/f medium as the culture medium in conjunction with the biofire film array system. However, it was later determined that the proteus result was a false positive, as reported via the biomerieux biofire film array system necessitating a second alteration in antibiotic therapy.

Event description:
Customer reports they are unsure which lot of bd bactec plus aerobic/f medium was used. Lots 5267538 (exp. 30-jun-2016) and 5139609 (exp. 31-mar-2016) were provided.